Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe the device had difficulty or was unable to aspirate. The following information was provided by the initial reporter. The customer stated: they were "unable to draw the medicine."

Event description:
It was reported when using the bd ultra-fine¿ ii insulin syringe the device had difficulty or was unable to aspirate. The following information was provided by the initial reporter. The customer stated: they were "unable to draw the medicine."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/19/2022. H.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 0153021. Customer states that the syringe is unable to draw medicine. The returned syringe was tested and was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula, indicating an adhesive clog in the cannula. A review of the device history record was completed for batch# 0153021. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause for this defect cannot be determined. H3 other text : see h.10.